Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial hysterectomy and salpingo-oophorectomy with removal of the essure devices). Essure was removed in (B)(6) 2013. At the time of the report, the genital haemorrhage, menstrual disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and menstrual disorder to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of heavy bleeding, and abnormal menses, among other symptoms. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.